Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: neu_unknown; product type: 0217-unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the equipment quit working a good while ago, probably about a year ago, maybe as late as april. Caller said that over the next couple months it seemed like it was working but they could not get it to load up or do whatever when they held the paddle back there. Caller mentioned that the patient had some seizures and they were dealing with that so that kind of went to the back burner and probably september or october they got with dr. (B)(6) again and they had to do some kind of test or something and by the time they got around to saying they needed to get a new one they met with a medtronic representative and they took out the old one and put the new one in. Caller noted that they have all this old equipment that has no use for them anymore and they didn't tell them to do anything with it. Caller stated the equipment is not in good working condition and they never could get it started up again. The patient was redirected to their healthcare provider to further address the issue. Pt had the mdt implant replaced with competitor device.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that the cause of the equipment not working was unknown and the issue was resolved after the new unit was installed. The external devices and ins were disposed of by the customer. The ins replacement was due to the ins not working and the patient hearing about another device they could get that would provide more pain relief.